Event description:
It was reported that during pre-flushing prior to placement, the PICC catheter was found leaking liquid from the scale of 51 cm to 52 cm. This made the product unusable. A new PICC catheter was opened for insertion. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that during pre-flushing prior to placement, the PICC catheter was found leaking liquid from the scale of 51 cm to 52 cm. This made the product unusable. A new PICC catheter was opened for insertion. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking groshong catheter is confirmed and was determined to be due to stylet damage. One 4 fr groshong clearvue catheter was returned for evaluation. An initial visual observation showed no blood use residues throughout the device, and the catheter was returned with the inlaid stylet. A microscopic observation revealed a diagonally aligned split between the 52 cm and 53 cm depth markers. Multiple longitudinal scoring marks were observed on the inside surface of the catheter in the vicinity of the split, and the fracture surface appeared to have braided marks similar to the pattern of the stylet. The split appeared to continue inside the catheter while only a portion of the split went completely through the catheter. The features and impressions along the split and around the split are consistent with stylet damage. The complaint of a leaking catheter is confirmed. Attempts of removal and insertion of the stylet before flushing may cause damage to the catheter, and manipulation of the stylet inside the catheter may cause the catheter to split.